Event description:
It was reported that the right ventricular (rv) lead exhibited myopotentials oversensing, which the implantable cardioverter defibrillator (ICD) detected and the patient received inappropriate therapy. The lead also had high impedance and a possible fracture is suspected. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.